Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the atrial impedance trend was varying and there was intermittent high impedance.

Event description:
It was reported that a "loose-pin-like" connection issue was suspected with the right atrial lead. An x-ray revealed no connection issue or lead fracture. Performance data was collected from the device to be analyzed further and the device was reprogrammed to aventricular-only pacing mode. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : a3dr01, implantable pulse generator (ipg), (B)(6) 2012. A 5086mri, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.